Event description:
Left ruptured implant. A 60 year old white female g3p3 status post left medullary lobular cancer treated with modified radical mastectomy and post-op radiation treatment stage I in 1981 - no evidence of disease. Pt reconstruction 11/81 with left surgitek bilumen 270:100cc small right implant for symmetry. The left implant was replaced on 9/4/84. Pt complains of decreased size on left for 2 yrs with bilateral discomfort and swelling. Complains of systemic symptoms including fatigue, paresthesias, raynauds, neurocognitive problems, rashes and shortness of breath. Healthy nonsmoker. Xeromammogram positive for bilateral rupture. Mammogram 12/30/92 within normal limits. Exam positive left iii contractures small and distorted with fluid wave right ii contracture. Surgery 2/4/93 positive left ruptured separation of anterior/posterior shells of envelope with liquid gel minimum yellowed right gel ruptured with clouding minimal bleed fibrous capsules.